Event description:
It was reported that the unit had a small burn hole and would not work.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had caused a 1/4" burn hole in one side of the fabric foundation. This type of incident is normally cause by misuse on the part of the consumer, but there were no add'l signs of broken components or misuse. We were unable to determine the cause of this report.